Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: before, during and after procedure. It was reported that three days prior to a left internal artery stenting procedure, the patient was seen through the emergency room and admitted for new stroke with right sided weakness. At this point, he was evaluated for stent placement. Three days post initial onset of the stroke, the patient was taken to the cath lab for a left internal carotid artery stenting procedure. During the procedure, the patient had an exacerbation of the stroke. A follow-up angiogram demonstrated no new branch occlusions. Per the physician, the "new event likely was related to low flow during the procedure. The cerebrovascular accident (cva) is located in the penumbra of the recent cva." An MRI done 2 days post stenting showed new areas of ischemia in the left middle cerebral artery distribution, suspicious for embolic event. Three days post procedure, the patient showed some improvement of status. The patient was receiving physical, occupational and speech therapies. The discharge date is unspecified. Although requested, there is no additional information available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. The xact stent part #82090-01, lot # 403886, referenced is being filed under medwatch MFR# 9616695-2007-00141.